Event description:
It was stated that the insulin pump had a blank display and a constant tone after changing the battery. Troubleshooting was performed and the display remained blank. No blood glucose reading was reported at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display driver. No constant tone was noted.